Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to femoral shaft and ncb plate fracture.

Event description:
Investigation completed.

Manufacturer narrative:
Event description: it was reported that the product was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to ncb plate fracture. The patient fell on (B)(6) 2020. She then contracted a 1° open femoral shaft fracture with a fracture of the angularly stable plate in the area of the left femur. Review of received data: x-rays: the received x-rays were reviewed by a radiologist. See maven md¿ reviewer case report attached. Image one: surgical skin staples from recent surgery. Left total knee arthroplasty. Lateral plate and screw fixation of the distal left femoral diaphysis with cerclage wires along an incompletely healed fracture of the distal diaphysis of the femur with bony callus formation. Image two: left total hip arthroplasty with horizontal orientation of the acetabular cup. Radiolucency along the bone cement interface of the acetabular cup suggests possible loosening. No fracture seen. Image three: surgical skin staples are noted along the lateral thigh suggesting recent surgery. Left total knee arthroplasty. Fractured plate and screw fixation device involving the lateral femur with bullet shaped metallic fragment along the medial cortex. There is medial displacement of the distal fracture fragment with associated bony overlap. Image four: lateral film of the distal left femur demonstrates left total knee arthroplasty, surgical skin staples and two cerclage wires along with mild bony callous formation. Image five: left total hip arthroplasty with loosening of the acetabular component and incomplete visualization of the plate and screw fixation device. Image six: lateral film of the distal femur with fractured lateral plate and screw fixation device and apex anterior angulation of the fracture fragments. Surgical skin staples. Surgical report: the surgical report of explantation dated (B)(6) 2020 has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Product evaluation: visual examination: the fracture of the plate is located through the fifth screw hole (counted from proximal). On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are polished areas and some scratches, probably due to contact between the parts after the fracture. No considerable deteriorations, deformations or imperfections can be seen. The part shows some normal signs of usage. See pictures attached. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to ncb plate fracture. The patient fell on (B)(6) 2020. She then contracted a 1° open femoral shaft fracture with a fracture of the angularly stable plate in the area of the left femur. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb plate have met the specifications valid at the time of production. The raw material certificate of the plate was reviewed with no anomalies noted. The received x-ray pictures and surgical report of revision confirm the breakage of the ncb plate. The visual examination of the ncb plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading with contributing factors from the patient, the implant, and the surgical procedure. It is possible that the patient's fall 1 month after the implantation on (B)(6) 2020 could have contributed to the plate fracture. Nevertheless, an exact root cause for the plate fracture could not be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on may 18, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: d1, d2, d4, h2, h3. Corrections: b4, b5, g4, g7, h10. The manufacturer received user report from bfarm and the item and lot number of the device was received. The device history records will be reviewed during investigation. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to femoral shaft and ncb plate fracture.

Event description:
Please refer to report 0009613350-2020-00207.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).